Event description:
Half of the temperature display led went out. Manufacturer response (as per reporter) for humidifier, precision flow.the manufacuturer told the clinician that they are aware of at least two other units doing the same thing and that they have not been able to identify the problem.